Event description:
The hcp reported that the patient's interstim device was removed due to infection. No further information was reported.

Manufacturer narrative:
Final device analysis revealed no anomalies.